Manufacturer narrative:
Nothing atypical noted during the case, the surgeon irrigated but did not use products provided by baxano surgical for hemostasis management.

Event description:
Hematoma developed post-operatively. The patient allegedly required a blood transfusion the day after surgery.